Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-01435 / 01436).

Event description:
It was reported that patient underwent a left total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2015 due to unknown reasons. A head and bipolar cup were implanted during the procedure. Patient was further revised on (B)(6) 2016 due to migration of the bipolar cup. The head and bipolar cup were removed. A biomet head was implanted and competitor cup and liner. No further information has been provided.